Event description:
An account stated the tab to set the brake on a caster had broken off making it impossible to set the brake. There was no pt's and no injuries reported in this event.

Manufacturer narrative:
Upon complaint review it was determined that this malfunction is similar to the malfunction documented in MDR 1824206-2008-00060, and is therefore being reported. The caster brakes on this bed are independent of each other and although we have not seen more than one caster fail at a time, it is likely that if multiple failures were to occur, simultaneously it is possible the bed could move and therefore cause serious injury.